Event description:
It was reported that the pt's knee was revised due to pain, swelling, and the knee giving out multiple times on unk dates, once causing a laceration to the pt's head.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unk. Fit and orientation could not be evaluated without x-rays or surgical notes. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records for the tibial component did not find any deviations or anomalies. Review of the device history records for the femoral component was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.